Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen stayed dark, and pump eventually shut down. Pump could not be turned back on despite using working outlets, tandem wall adapter and cable, and alternative charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to ensure proper usb insertion, to put pump into storage mode before return, and to program settings and reconnect continuous glucose monitor on replacement pump, and technical support arranged shipment of replacement pump and instructed customer to return problematic pump using prepaid label.